Event description:
It was reported that the patient was admitted for worsening driveline drainage. Upon interrogation, multiple low speed advisory that proceeded to no flow were noted. Per the patient's family member, low flow alarms had been noted on (B)(6) 2026 while in the emergency department. Log file review found speed reduction and pump stop events from 19jun2026 that appeared to be occurring while the device was connected to power module power. It was noted that this type of behavior has been linked to potential issues with the driveline. X-ray imaging of the driveline was ordered and submitted for evaluation. The submitted images did not reveal a point of fracture but did show areas of concern. Internally, near the end of the pump end bend relief and externally, there were a few areas of the ground shielding that appeared inconsistent. It was recommended to keep the patient on battery power or on an ungrounded patient cable with power module and to schedule an external driveline revision. It was reported that the patient cable was switched to ungrounded cable. Device interrogation on (B)(6) 2026 noted one episode of low flow that escalated to pump off.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.